Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2020 due to high blood glucose with diabetes ketoacidosis for 4 days. The blood glucose at the time of the hospitalization was 377 mg/dl and the current blood glucose was 249 mg/dl. The high blood glucose was treated with intravenous insulin drip, manual injection and bolus. The customer was using auto mode function at the time of the event. The self-test and high pressure test was passed. The customer stated that, the insulin pump alleging the under delivery. The insulin pump will not be returned for analysis.